Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that insulin pump died. It was reported that insulin pump would not turn on after changing battery for multiple times. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be returned for analysis.